Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device shut down after discharging energy to the patient. Complainant indicated that the clinician was able to power the device back on by re-seating the battery. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2017-03412 for a similar event involving the same device from the same customer.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The associated battery was not returned to zoll medical corporation for evaluation as part of this investigation. The activity log was cleared by the customer and could add no value to the investigation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.